Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s home screen did not appear on the display after being exposed to moisture. The customer stated battery compartment was full of rust and there was fluid as well. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to j7/printed circuit board 1 during visual inspection. No moisture damage on the electronics, motor, vibrator and keypad assembly during visual inspection. However, insulin pump received with moisture damage on the battery tube assembly.